Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lead helix would not extend due to the driveshaft lug being stuck on the retraction stop. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The analyst noted the full lead was returned with the helix bent and blood in the helix. The helix does not extend due to the driveshaft lug being stuck on the retraction stop. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead was explanted.

Event description:
It was reported that during the replacement procedure, the right ventricular (rv) lead had a helix abnormality. It was noted that the helix did not extend smoothly prior to use and there was a movement that seemed to have ¿accumulated torque and protruded out¿. The same movement was confirmed in the heart chamber. It was noted that a slight occlusion in the subclavian vein was observed, and the passage was poor which made it difficult to operate the lead in a peel away state. Damage to the lead was observed. A lead failure was suspected, and a low impedance measurement was observed. It was noted that the thresholds were unstable, and the situation did not change despite repositioning. The lead was capped and not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 annex d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.